Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated it and verified the reported complaint. The unit under test (uut) was powered on and the graphic user interface (gui) display froze during the boot up process. The single board computer (sbc) printed circuit board (pcb) was replaced. An unrelated issue was found and corrected. The reported malfunction was duplicated.

Event description:
It was reported that a ventilator would not complete the boot up process. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.